Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm voluma® xc in the cheek/midface. Approximately five months post injections, the patient experienced ¿right medial cheek is red, swollen and hard to touch (not painful).¿ the hcp thinks it¿s ¿possible biofilm.¿ the patient was treated with ¿multiple rounds of antibiotics.¿ symptoms status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammation is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.